Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified constant white blood cell (wbc) voteouts on aperture 3 of the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
(B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found the wbc (white blood cell) bath electrode was defective, causing aperature 3 to vote-out. The fse replaced the wbc bath (which houses the electrode) to repair the instrument. The part was returned for further evaluation. The wbc electrode was unraveling, and the failure was confirmed. (B)(4).